Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt318 cannula was not returned to fph (B)(4) for evaluation. Our investigation is based on photographs provided by the distributor and our knowledge of the product. Results: visual inspection of the photographs revealed that the loop pad (wigglepad padding) had become detached from the right side on the cannula. Glue residue could be seen on the cannula. Conclusion: we are unable to determine what caused the loop pads to become detached. The optiflow junior cannula maintains good retention on the infant's face during use. The wigglepads can become soiled with patient secretions over time and this can affect the retention. For this reason our user instructions warn the user to replace them when necessary and spare wigglepads are available for this purpose. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contain the following statements: - ensure skin is dry/prepared. - check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A distributor in australia reported via a fisher & paykel healthcare (fph) field representative that the white padding to which the wiggle pads attach on an opt318 optiflow junior nasal cannula came off during use. No patient consequence was reported.